Event description:
Patient, who is a physician, reported the day after injection with juvederm xc developed "thrombophlebitis" across the forehead, and a large red dot, which may be a vascular event. The pt described a violet red streak approx 1 inch wide that ran from the hairline down through the forehead and onto the nose. During follow up appointment with the injecting physician two days later, the physician told the patient that the injection might have entered the "venous or lymphatic" systems. Patient was prescribed nitrobid ointment and a medrol dosepak. Patient self-prescribed a 4cc dexamethasone phosphate injection and took "lots of aspirin". Patient stated that there is a "superficial lesion" described as a 1 centimeter area of skin sloughing in the area of the glabella. Eight days post-injection the patient described the symptoms as "70%" resolved.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Allergan has requested further info regarding this event such as the lot number of the device, however, patient declined follow up with the injector or any other treating healthcare professional, therefore, this info is not available. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.